Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that during the implant procedure, the pacing impedance measurements on this lead were high and out-of-range, at greater than 4,000 ohms. The lead was repositioned but the impedance issue could not be resolved. The helix did not appear to be functioning correctly. A new lead was used to complete the procedure. No adverse patient effects were reported.